Manufacturer narrative:
(B)(4). Attempts are being made to obtain the sample. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the distal catheter cracked and separated and migrated into the patient's abdomen. It was reported that approximately 10 months after implant, images showed micro cracks in the catheter. Four months prior to explant, the catheter broke. The patient experienced constant headaches and vomiting. The valve and catheter were explanted. A replacement valve was not determined to be necessary. Initial implant was for suspected arachnoid cyst.

Manufacturer narrative:
Corrected field: additional information. It was previously reported that the device would be returned for evaluation. It was later communicated that the device would not be provided. This report has been updated with the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.